Event description:
It was reported by service report that the release button on the fastener does not pop out. This could cause the cot to not properly secure into the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.